Event description:
A readial jaw was used for a diagnostic pulmonary biopsy. During the procedure, the jaw broke off inside of the pt's lung. Suction was used to retrieve the fragment through scope. The procedure was completed with another device.